Event description:
A voluntary medwatch report was filed on 15 apr 2016 by a health professional (nurse) at a user facility for a mayfield headrest. It was received on 27 apr 2016 via postal mail. On (B)(6) 2016 a (B)(6) male patient sustained a 4 cm scalp laceration when the mayfield headrest came undone at the middle screw. No other information was provided on the medwatch and additional information was requested.

Manufacturer narrative:
Additional information was received on 15 jun 2016: the serial number and/or lot number of the mayfield headrest was unknown. Information related to the type of skull pins used was also unknown and the skull pins were not available for return for further evaluation. The patient was initially positioned supine and the surgeon has placed the patient in the mayfield during this position. Then the patient was turned to prone position on the lam frame and when we started connecting the bed attachment to the mayfield the patient's head slipped causing the scalp laceration. The patient sustained a 4 cm temporal scalp laceration which required sutures. There was no other problem noted after this incident. It was unknown if a stereotaxy device was used and what length of time the product was in use before this event occurred. Integra has completed their internal investigation on 21 jun 2016: the product was not returned for evaluation. A DHR review cannot be performed at this time as the lot number or product was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. Due to the nature of this reported failure the mayfield patient positioning for success chart was provided.